Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station on disconnected mode, orders and patients were not crossed over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on disconnected mode. A technical support specialist (tss) dialed into the server and device but encountered an error indicating multiple elements in the sequence. After contacting and reviewing knowledge article - sync 2.0 download failure sequence contains more than one element duplicated pended medication, the tss coordinated with customer, requested downtime, and applied the fix. The device was brought down, a full synchronization was completed, and all errors were cleared. Customer confirmed resolution, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.